Event description:
MFR rec'd a report alleging that the cable leading from the tilt toggle got hung up on a door, pulled the wires out and shorted out the cable, causing a fire. No injury was reported.